Event description:
It was reported patient was not receiving effective therapy and x-ray confirmed the lead had migrated. Surgical intervention was undertaken on (B)(6) 2025, wherein the lead was repositioned, and therapy was restored post procedure.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.